Event description:
It was reported that during left ventricular assist device (lvad) surgery on (B)(6) 2022, the patient experienced change in right ventricle systolic function from normal to severely depressed in the setting of st wave elevations. Once the st changes resolved, right ventricular function returned to normal. On (B)(6) 2022 the patient was unable to wean off of inotropes. Post-op milrinone was 0.125 mcg/kg/min pulmonary artery systole in the 50's and central venous pressure (cvp) of 19. Diuresis and amlodipine were given. The patient was weaned off of inotropes on (B)(6) 2022 and was doing well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number mlp-031815, and the reported right heart failure and st wave elevations could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number mlp-031815, and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also outlines indications of right heart failure as well as possible treatments. The relevant sections of the device history records for mlp-031815 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.